Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1ccub, implanted: (B)(6) 2017, explanted: (B)(6)2017, product type: lead.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the ins system was removed at the request of the patient because they stated they had a lack of efficacy and infection (yet there was no infection). Also, the patient did not follow instructions when using the remote and wanted it removed because they thought they had an infection. Upon removal of the device, there were no signs of infection per the physician. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.